Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow-up. V sense amp configuration to be added. Patient will be monitored with routine follow-up.